Manufacturer narrative:
The device was not returned for analysis. We have been following up this event and ask distributor for more information to investigate.

Event description:
Legal documents received stating: in the course of this treatment, defendants failed to exercise reasonable care and were negligent in performing treatment while using an electrotherapy device. Intensity ex4, model dq7000. Plaintiff claims severe injuries including severe burns to her back. On (B)(6) 2019, plaintiff filed her first amended complaint naming (B)(4) as defendant alleging the electrotherapy device used by defendants for plaintiff's treatment was defective and/or not properly maintained. The chiropractor was hired on (B)(6) 2018, to perform medical services and/or treatment. Said injuries will result in some permanent disability. She will be required to have it examined, treated, and cared for.